Manufacturer narrative:
A company rep examined the sys, replaced the pressure vacuum manifold, then tested the sys and found it met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported multiple system messages displayed before starting a procedure. The surgery was canceled after the pt had already rec'd anesthesia. The procedure was rescheduled and there was no harm to the pt.